Event description:
The event involved a tego¿ connector where it was reported the tego valve was changed on arterial and venous branch of the dialysis catheter of the patient (in right jugular installed on (B)(6) 2025). During dialysis session, the veinous pressure increased, preventing a good dialysis. The customer reported they suspected a hemoconcentration related to a high hemoglobin or a dysfunction of the catheter. (B)(6) 2025, on medical prescription an injection of innohep, 2500 in anticipation of an anti-clotting circuit to limit the alarms venous pressure and dialyzer. The dialysis treatment fluctuates on the venous pressure after restitution during disconnection, the rinsing with syringe of saline solution was not possible. After checking, the tego valve does not work.. The injection was not possible. Nothing is visible on the valve, no cracks. Tego valve was changed. The date of the valve being removed: (B)(6) 2025, additional medication used was chlorhexidine alcoholic 2%,the device was used on the patient and the patient has not a blood born disease, the blood line used was fresenius nxstage. There was patient involvement, however, no harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) photo was shared by customer, where a tego is observed shown, no additional damage or anomalies are observed. One (1) used list# d1000, tego¿ connector, appx 0.05 ml, was returned for evaluation. As received, no physical damage or anomalies are observed, no occlusion on fluid path was confirmed either, no mating device was returned for evaluation. The sample was leak and vacuum tested, and this met the product specification. Complaint cannot be confirmed or replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.